Event description:
It was reported stent damage had occurred. A procedure was being performed with a 3.00 x 38mm synergy xd drug-eluting stent. During the procedure, it was noticed that strut damage had occurred on the distal portion of the stent. The procedure was successfully completed with a 3.00 x 32mm synergy xd stent without further issue or patient injury.